Manufacturer narrative:
Investigation summary: the lot number was built / packaged on nfa line 1 from january 2, 2018 thru january 10, 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans and all passed per specifications. No quality notification were initiated during the build of this lot number. Received a 20ga nexiva unit within a sealed package from lot number 7363954. All contents within were intact. Visual examination: no physical-mechanical damage was observed on any of the components of the unit received. The extension tubing was properly adhered to the wall of the winged adapter. The extension tubing was manually pulled in an attempt to disconnect it from the winged adapter. The tubing stayed connected and did not dislodged. Video/photos review: the video and photos revealed 20ga nexiva product where the extension tubing disconnects from the winged adapter port confirming the customer experience. Conclusion(s): the manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. The defect identified in this incident was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in april 2018 (protocol 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8. CAPA 684099 has been initiated to further investigate this issue.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system with dual port had a cannula that became dislodged. The tubing had disconnected from the left hand side of the cannula.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system with dual port had a cannula that became dislodged. The tubing had disconnected from the left hand side of the cannula.